Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid. The customer was not sure whether incorrect results were reported. Probe issues may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results, which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site and found a leak coming from the wash block. The fe replaced the wash block, and performed 6 months preventative maintenance to return the instrument to expected operation. Qc passed. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated.